Event description:
The customer tested his blood glucose and received readings of 400 and 500 mg/dl using his contour meter. He retested using another meter and received readings of 175 and 200 mg/dl. The difference between some of the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.